Event description:
B2. Other-required intervention to prevent further migration and enable successful placement of second larger stent. B5. Pt dialated to 30 cm. And stented with 18-15vr across cardia without incident. Three weeks post implant stent migrated. Surgeon attempted removal with olympus overtube and several plastic tubes of varying length. The stent was heavily covered with food and debris. The end of the stent was snared and removal attempted. The snare snapped along its shaft leaving stent and part of snare in place. Upon re-entry, signs of possible perforation were present. The stent could not be positioned within the stomach and appeared anchored at one end that was not visible. Further attempts to remove the stent were made with other overtubes, snares, forceps and baskets. After several hrs removal attempts were stopped and the pt was sent for surgery.